Event description:
On (B)(6) 2021, this patient underwent an emergency endovascular treatment for a suspected ruptured type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. The ctag was planned to be implanted just above the celiac artery, but the physician misread the position of the celiac artery and the device was deployed about 2 cm proximal from the celiac artery. An additional ctag was implanted just above the celiac artery. At one-week postoperative follow-up examination, stent graft-induced new entry (sine) was confirmed at the proximal side of the most proximal ctag. The patient was decided to be monitored. On (B)(6) 2021, follow-up CT scan showed that the aortic diameter of the sine site at the proximal side of the device had increased to 54.8 mm. On (B)(6) 2022, reintervention was performed, and two additional stent grafts were implanted. No comments were received from the physician regarding the root cause. According to the fsa, at the time of the index procedure the diameter of the true lumen was 28 mm, and proximal end of the device may have been located at the aortic curve.